Event description:
The customer contacted stryker to report that their device will not deliver defibrillation energy through the paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Corrected data: section h5, labeled for single use of the initial medwatch report indicates: yes section h5, labeled for single use of the initial medwatch report should indicate: no. Additional manufacturer narrative: stryker evaluated the customer's device and was unable to duplicate the reported issue. After replacing the main keypad and the battery pins as a precautionary measure, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The device's electronic files were reviewed by a stryker customer quality engineer and the reported issue could not be verified. Instances were observed in the device logs of the charge being disarmed/removed due to the speed dial being pressed; however the inability to deliver energy through the paddles could not be duplicated. Therefore, a conclusive root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not deliver defibrillation energy through the paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.